Manufacturer narrative:
This report is submitted on january 31, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2015 due to displacement of the electrode array, the patient was re-implanted with a new device during the same surgery.